Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and liquid flowed out of the tubing. The issue occurred after the liquid was drawn and injected into the device. The device was filled with 4g of fluorouracil and 70ml of normal saline. The expected infusion time was 46 hours. The liquid was re-drawn and injected into the device to resolve the issue. There was no patient involvement. No additional information is available.